Event description:
The user reported to have pain around the implant site along with dizziness. He was also experiencing ticking sensation in the lower eyelid. The device was explanted.

Manufacturer narrative:
Device investigation did not reveal any device defect or damage. The device is working within specification. According to the description of the reported symptoms (i.e. Pain and dizziness) a medical reason is suspected e.g. Neuropathic issue, as they were present also without electrical stimulation and the electrode lead was reportedly found very close to the facial nerve at explantation, which might have been a contributory factor. Also, the symptoms appeared several years after implantation. Thus, the observed problems cannot be explained by a failure of the device. However, an exact origin of these symptoms cannot be determined with certainty based on the available information. In addition, in situ measurements show one channel in high status since 2011 due to undetermined reasons. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported to have pain around the implant site along with dizziness. He was also experiencing ticking sensation in the lower eyelid. The device was explanted. According to the surgeon's comment in the device explantation report form, the electrode lead was found next to the stapedial tendon and the facial nerve. There had been neo-ossification in the channel for the electrode lead on the skull. Also per report, the electrode array was found fully inserted at explantation surgery.